Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A customer returned one used bag for an evaluation. A visual inspection and functional test was performed; air was inserted into the bag and a leak was noted. The bottom of the bag contained a split approximately ?? Along the seam. The complaint was confirmed in the lab for a leak; however the cause has not been identified. A batch review was conducted and there were no deviations found during the manufacture of this lot.

Event description:
A customer reported to baxter (B)(4) a reservoir prefilled with drug leaking. The unit was pre-filled by civa with an admixture that contained hydromorphone 0.4mg/ml in 0.9% ns 100 ml. A review of civa worksheet showed that the admixture was prepared and shipped according to local procedures. The problem was noted prior to product use and there was no patient involvement or medical intervention. No additional information is available.